Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. Attempts to obtain additional information were unsuccessful as the patient was still hospitalized and the clinic had not received any records.

Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: touch screen misaligned; screen size 8.4. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. Attempts to obtain additional information were unsuccessful as the patient was still hospitalized and the clinic had not received any records.